Event description:
End user mother reports she was at movies with daughter. She did not see how it happened, but daughters left leg got caught in rails at theater, chair kept moving, causing daughter to break tibia. They are part of joystick recall, unsure if this is joystick related.